Event description:
The healthcare professional reported the patient had a revision on (B)(6) 2016 to make the pocket deeper as the patient was having pain because the implantable neurostimulator was moving around. No products were replaced during the revision. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.